Event description:
Manufacturer representative reported ipg system was explanted 10 months post implant due to signs of infection. The device was explanted but will not be returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.

Event description:
Manufacturer representative reported patient symptoms included discoloration of thinning tissue over the ipg. Cultures were not taken, therefore the type of infection is unknown. The patient was treated with antibiotics and is improving.